Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. The pt was reported not to be healthy enough for surgical repair. It was reported that after partial deployment of the stent graft the physician noted that the pt's aortic neck had less than 1 cm of purchase; this was not appreciated on pre-operative CT. The physician decided not to treat the pt endovascularly and the device was removed. It was reported that during removal of the delivery system the partially deployed stent graft dissected the right common iliac artery. The dissection was reportedly treated with a wall stent. The pt's aneurysm has not been treated, no add'l sequelae were reported and the pt is reported to be fine.